Manufacturer narrative:
Follow-up #1: date of submission 1/5/2017 . Device evaluation: the device has been returned and evaluated by product analysis on 12/12/2016 with the following findings:. Call service 078-0008 alarms were observed in pump histories. Pump exercised for 24 hours with no alarms occurring. Rewind, load and prime steps performed successfully. Unrelated to the complaint, the battery compartment is cracked alongside of pump. Bolus button is punctured; bolus button responds to presses appropriately to presses. Pump opened and moisture damage found on printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. Reportedly, the pump was emitting call service 078 alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.